Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 4/10/99 at a retail vendor. On 5/24/99 she sought medical treatment for infection at the ear piercing site and was prescribed antibiotics.